Manufacturer narrative:
Update to section a1 - patient identifier. Section a1 - patient identifier complete entry = (B)(6). Additional information in sections d10 - concomitant product and h4 - device mfg date. The field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures including replacement of the peristaltic head tubing which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for c1600975 revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the peristaltic head tubing did not identify any trends. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module for serial c1600975 or the peristaltic head tubing was identified.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c16000 processing module for a patient sample. The following data was provided (customer¿s reference range 0.66-1.07 mmol/l): sample ID (B)(6). Initial result = 3.12 mmol/l, repeat = 0.82 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c16000 processing module for a patient sample. The following data was provided (customer¿s reference range 0.66-1.07 mmol/l): sample ID (B)(6) initial result = 3.12 mmol/l, repeat = 0.82 mmol/l no impact to patient management was reported.